Event description:
It was reported by service report that the bed exit is not working. It is further reported there was a damaged blank footboard module. It is unk if there was pt involvement or if there are adverse consequences to report.

Manufacturer narrative:
Result: bed exit module, blank module.